Event description:
It was reported that before an abdominal aortic aneurysm (aaa) procedure, three perclose proglide sutures were deployed in the common femoral artery using a preclose technique. A 24f sheath was used. Reportedly, the first and third device were deployed successfully. However, after the needle plunger of the second device was pressed, the suture was found to have been broken. The proglide foot was closed and the device was removed. After the aaa procedure, hemostasis was achieved with the two deployed proglides. There was no adverse patient sequela reported. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4): the device is indicated for use with a 5f to 8f sheath. A 24f sheath was used. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed, however, a posterior needle to cuff detachment was found and may appear to the user as a suture break. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.